Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non-functional wherein the patient could no longer charge or turn it on. It was also reported that initially the patient had to charge the ipg daily after reaching full depletions. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.

Manufacturer narrative:
The returned precision ipg was analyzed, passed all test performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg was non-functional wherein the patient could no longer charge or turn it on. It was also reported that initially the patient had to charge the ipg daily after reaching full depletions. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.